Manufacturer narrative:
It was reported that on (B)(6) 2024, the system had an uncommanded vertical movement. This occurred during a patient exam/ procedure. However, there was no alleged impact or consequence to the patient or user. On (B)(6) 2024, a field service engineer (fse) identified a noise from the drag clutch bracket. The drag clutch and the electromagnetic brake were replaced. On (B)(6) 2024, the electromagnetic brake was installed. There have been no further complaints of uncommanded motion on this system since the troubleshooting was performed. No part was returned, so no initial evaluation could be performed. Investigation methods and findings: because no part was returned, the investigation will be limited. The motor clutch was replaced during troubleshooting by the fse and later upgraded to the electromagnetic brake. There were no subsequent uncontrolled motion complaints. Based on this, the probable cause was a motor clutch malfunction. Cause/root cause: the root cause is unknown due to the unreturned part. The probable cause is that the motor clutch malfunctioned. This is the main component of the field modification instruction kit which was used by the fse to resolve the behavior. Conclusion: in summary, while the root cause is unknown, the probable cause is a motor clutch malfunction. The risk index remains in zone 1 with an ri of 2. This is acceptable risk. A CAPA is not needed at this time as there was no patient or user harm and because the risk is considered low based on the occurrence. Future events will be monitored and trended. Complaint confirmed: no device history record (DHR) review: UDI: (B)(4),(B)(6), sku: 3dm-sys-std, serial number: (B)(6), date of manufacture: 8/29/2018, installation date: (B)(6)2018, incident date: (B)(6)2024, closest pm to complaint date: 2/19/2024. Date of part manufacture: unknown ¿ part was not returned and date was not provided. DHR review summary: because the motor clutch was not replaced prior to this incident, the DHR was reviewed. There were no discrepancies related to the function of the motor clutch.

Manufacturer narrative:
H6: component code: appropriate term/code not available: suggested code : vertical motor clutch.

Event description:
It was reported that on may 27, the system had an uncommanded vertical movement. No additional information available.

Manufacturer narrative:
H3 other text : other.

Manufacturer narrative:
Device evaluation: a field engineer examined the device and the vertical motor clutch has been replaced, cleaned, and greased the vta lead screw. The system function was checked as well and there were no issues. The system is functioning properly and meets all manufacturer specifications. No injury was reported. H6: medical device problem code: vertical motor clutch.